Manufacturer narrative:
(B)(4). S/w version unknown, retainer = black. The pump was returned for alleged crack in case alongside battery compartment per event date on (B)(6) 2021. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware using crest. Pump error 35 alarm confirmed in history file or traces on (B)(6) 2021 9:38:00 am due to moisture damage on the force sensor. The following were noted during visual inspection cracked battery tube threads, cracked retainer and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage. Cosmetic damage to the battery tube area was confirmed, the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery casing was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.